Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experience intermittent audio output. The patient's mother stated the receiver kept vibrating, but the alert never sounded for a low alert. It was indicated that the receiver was displaying 84mg/dl, so the patient's mother administered the patient with apple juice and the patient went to sleep. No medical intervention or symptoms were reported. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The resistance of the speaker was measured, and the resistance was within specification. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.